Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 3mm x 4cm slalom thrill percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 14 atmospheres (atm). A new 3mm x 2cm slalom thrill pta balloon catheter was used as a replacement to complete the procedure. There were no reported injuries to the patient. This was during a shunt pta procedure in which a 4f non-cordis sheath was used. The target site vessel characteristics were moderate calcification, no tortuosity, and 90% stenosis. The device was stored and prepped per the instructions for use (IFU). There was no difficulty removing any of the sterile packaging components. The device maintained negative pressure during preparation. The contrast to saline ratio was 2:1. The device will not be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the balloon of a 3mm x 4cm slalom thrill percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 14 atmospheres (atm). A new 3mm x 2cm slalom thrill pta balloon catheter was used as a replacement to complete the procedure. There were no reported injuries to the patient. This was during a shunt pta procedure in which a 4f non-cordis sheath was used. The target site vessel characteristics were moderate calcification, no tortuosity, and 90% stenosis. The device was stored and prepped per the instructions for use (IFU). There was no difficulty removing any of the sterile packaging components. The device maintained negative pressure during preparation. The contrast to saline ratio was 2:1. The reported ¿balloon burst at/below rbp ¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. The reported moderate calcification and severe stenosis of the vessel may have contributed to the reported event; it is likely to have caused damage to the balloon material that led to its rupture. However, without return of the product for analysis or films of the event it is difficult to draw a clinical conclusion between the device and the reported event. Prior to angioplasty, the catheter should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. The information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.